Manufacturer narrative:
(B)(4). The reported noise and high pacing impedance were confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomaly was found. The cause of the reported field events was a lead anomaly.

Event description:
It was reported that the patient received inappropriate shocks. A magnet was used to stop the treatments. The device was explanted and replaced. The patient was well.